Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller displayed critical battery alarms and irregularly switched power sources. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional event details and date of event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient had initially discussed hearing a quick beep and battery changing from port 1 to port 2 inappropriately in clinic. The patient reported this happening intermittently. Upon review of data by clinician no alarms were observed. This was discussed with the clinical specialist and "could be related to oxidization and there is no threat of the ventricular assist device (vad) stopping. It was suggested that in the coming weeks a resolution would be forthcoming with a coating being applied to the connection site. It was suggested that a controller exchange could possibly resolve the issue if it the beeping was bothersome to the patient. The patient opted at that time not to do a controller exchange but approximately ten days later, a controller exchange was done which resolved the issue.

Manufacturer narrative:
A supplemental report is being submitted as the codes and investigation summary was revised. Product event summary: the controller ((B)(6)) was returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned device revealed that the controller passed visual examination and functional testing. Log file analysis revealed that the controller in use during the reported event, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections and communication errors between the controller and batteries within the analyzed period. As well as several momentary disconnections that did not lead to premature power switching events between the controller and batteries. Momentary disconnections will result in an audible tone or 'beep'. Review of the data log file also revealed several instances where the battery¿s relative state of charge (rsoc) was logged between 101-201, which is indicative of a communication error. Analysis of the alarm log file revealed one (1) vad disconnect alarm logged on (B)(6) 2018 at 16:52:34, likely as the result of the physical disconnection of the driveline during a controller exchange. As a result, the reported critical battery alarm and "oxidization" events could not be confirmed. The reported power switching event was confirmed. A power source lubrication procedure was performed on several batteries in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2018, to mitigate the reported conditions. Based on the log file analysis, the most likely root cause of the reported premature power switching event can be attributed to momentary disconnections between the controller and batteries. Pr00389403 investigated momentary disconnections prior to lubrication. Even though this CAPA is closed, (B)(6), falls within the bounds of this CAPA. Possible root causes of the communication errors can be attributed to the controller not receiving responses from the battery, the packet error checking method detecting bit errors, and/or momentary disconnections on the communication pins of the controller. Applicable risk documentation and experience with events of similar circumstances were considered; possible root causes of the reported "power switching due to oxidization" may be attributed, but not limited to fretting corrosion of the controller-port/power-source pins. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller passed visual examination and functional testing. The reported event of "critical battery alarms" could not be confirmed via log file analysis. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections and communication errors. 1 vad disconnect alarm was logged on (B)(6) 2018 at 16:52:34, likely as a result of the disconnection of the driveline during controller exchange. As a result, the reported event of "irregularly switched power sources" was confirmed. The most likely root cause of the reported "power switching" event can be attributed to momentary disconnections between the controller and batteries. Momentary disconnections were investigation. If information is provided in the future, a supplemental report will be issued.